Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken teflon pad. The broken piece measures approximately 0.077" x 0.144" and was not returned with the instrument. Root cause of this failure is attributed to user.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the teflon pad on the harmonic ace instrument came off. There was no allegation of fragment fall into patient. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury.